Manufacturer narrative:
No alleged device problem was identified so no device was returned for evaluation as well no images or lab reports provided so the complaint could not be confirmed. Review of the reported event identified the patient experienced postoperative right leg pain and swelling due to an identified deep vein thrombosis (dvt). No information provided to suggest the source of the dvt so no root cause could be determine however, this may have been the result of an underlying patient condition, a result of the patients injury or the result of surgical trauma, dvt is a well known complication of surgery and not considered the direct result of a nuvasive device. No additional investigation can be completed. Manufacturing review: no lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: potential adverse events and complications potential adverse effects resulting from use of the cohere cervical interbody fusion device include, but are not limited to, the following...hematoma or thrombosis..." "Warnings, cautions and precautions...the cohere cervical interbody fusion device should be used only by those physicians who have been trained in the appropriate, specialized procedures. Knowledge of appropriate surgical techniques, instrumentation, proper selection and placement of implants and postoperative patient care and management are essential to a successful outcome..." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9402598-en f-01/2021.

Event description:
The event was identified during a review of the cervical interbody pmcf study, the report identified that on (B)(6) 2024 a patient underwent a two level anterior cervical discectomy fusion and procedure at c4/5 and c5/6. On (B)(6) 2024 the patient experienced right leg pain and swelling and was readmitted, diagnosed and treated for deep vein thrombosis of the right femoral vein. No additional information provided.